Event description:
It was reported that urine leaked from the drain bag. After the device was placed on the patient, urine leaked from the drain bag. The duration of use was unknown. The leakage location was unknown. No damage could be found throughout the bag. As per mail received from ibc on 31aug2023, the initial reported event was wrong. The correct event was that after the balloon was placed in the patient, sterile water leaked and the balloon fell out. Detention period was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. Received 3 photo samples. First photo sample showcases drainage bag with inlet tube, sample port connector, catheter and tes. Second photo sample showcases front of the drainage bag. Third photo sample showcases the back of the drainage bag. Received 1 drainage bag with inlet tube, sample port connector, catheter and tes. Visual inspection noted no obvious observations. Attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leak was observed from a pin hole in the balloon measuring (0.11"). This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine leaked from the drain bag. After the device was placed on the patient, urine leaked from the drain bag. The duration of use was unknown. The leakage location was unknown. No damage could be found throughout the bag. As per mail received from ibc on 31aug2023, the initial reported event was wrong. The correct event was that after the balloon was placed in the patient, sterile water leaked and the balloon fell out. Detention period was unknown.